Event description:
Not possible to implant the humeral nail because the hub fastener was defective: the nail guide can not go through.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.